Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer was hospitalized due to high blood glucose of over 600mg/dl and diabetic ketoacidosis from (B)(6) 2019. Customer stated that they are unable to complete carelink upload. Insulin pump will not be returned for analysis.